Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4) interoperative x-rays to verify if fragments were left inside patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke interoperatively. During a tibial nail surgery, the drill bit broke off in the drill chuck as it hit hard bone. X-rays were performed to determine no piece was left in the patient. There was a 15 minute delay. Another drill bit was available to perform the surgery successfully. This is report 1 of 1 for (B)(4).